Event description:
The customer reports that urine specific gravity is reported as 1.000 instead of 1.010. After <1.005 result was rerun, 1.010 results was reported by instrument. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).